Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after being lost to follow up. Upon device interrogation, the right ventricular lead exhibited high capture threshold. The patient presented for procedure on (B)(6) 2018 and the lead was capped and replaced successfully. The patient was stable post procedure.